Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr evaluated the subject device and confirmed the curve of the bending section was not smooth. In addition, it was confirmed that a part for guiding of angulation wire (cable support) was unstuck from the bending section tube after disassembling of the bending section tube. It was also confirmed that the instrument channel was kinked at the same location where the cable support was unstuck. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an ureteroscopy of the left kidney, the motion of the bending section of the subject device was blocked twice with the distal end angulated. The user facility experienced difficulty in the retrieval of the subject device, the subject device was retrieved using a non-olympus guidewire. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The insertion portion of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon could not be confirmed because only the insertion portion was returned. The evaluation by omsc confirmed that some parts (cable support) on the bending section tube came unstuck. There was no irregularity in the other portion and parts. Based on the past similar case, it is surmised that the cable support came unstuck because the bending section was forcibly angulated in right or left direction the exact cause of the reported event could not be determined, but it is surmised that abnormal angulation operation of the bending section occurred as the cable support detached from the bending section of the subject device. The instruction manual of the device has already warned as follows; never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination.